Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. The tip, distal shaft and hypotube were microscopically and tactile inspected. Inspection revealed a complete separation in the hypotube located 57cm from the tip of the device, and there were numerous kinks in the hypotube. The fracture faces were oval as if kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during introduction, the delivery shaft was kinked. The device was inserted again but the shaft was fractured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during introduction, the delivery shaft was kinked. The device was inserted again but the shaft was fractured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.